Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's graphic card was not detected, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned procedure and it was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to detect the frontal ippc (image processing pc) graphics card. The fse reviewed the log files and confirmed the issue with the ippc. The failure analysis of the ippc showed inconclusive evidence of the reported malfunction. However, the fse replaced the ippc which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.